Event description:
It was reported that they were getting errors during patient exposure; this caused the patient to be re-exposed. It was determined a power supply needed to be replaced. Once this was done the system is working as intended.